Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The physician relocated the pocket and implanted two lead extensions. The pt was reportedly doing well following the procedure.